Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05aug2019. International UDI # (B)(4). Manufacturer's field service engineer (fse) was able to verify reported issue. Fse replaced the proximal pressure line to resolve the reported issue. Unit was tested and returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted customer support stating that unit had error code message of proximal pressure line disconnect. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.